Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter is giving an error 2 message. Fifteen days later, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt provided limited info. The pt manages his diabetes with glucophage and tests his blood glucose twice per day. It is not known when the error 2 message began. The pt reportedly has not been testing his blood glucose consistently and has had symptoms of "numbness on the fingertips, migraine and blurred vision" from time to time. It would have been helpful to know if the symptoms occurred before or after the onset of the error 2 message. The pt indicated that when he had the aforementioned symptoms, he would manage his diabetes by eating less food/drink and taking his usual dose of glucophage. The pt did not know whether the symptoms are indicative of high or low blood glucose. The pt does not recall what treatment he received to abate the symptoms. During troubleshooting, the customer care advocate verified that there was no product misuse, and the error 2 message appeared when the power button was pressed. This complaint is being reported because the pt claimed he developed symptoms that can be associated with hyperglycemia while using the lfs products. Replacement products were sent to the pt.